Event description:
Had tubal after childbirth, unknown to me filshie clips were used. Had pain right away that I assumed was due to the surgery. However, it hasn't gone away only gotten worse. Headaches, sharp pains and shooting pains in abdomen, fatigue, heavy menstrual bleeding with clotting, depression. I believe my body is rejecting these clips that I didn't even know I had in me for over two years. I want them out! And now they have migrated causing who knows what internal injuries and the cause of all my pains.